Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During the procedure, the suture broke. It is unknown how the procedure was completed. There were no adverse consequences to the patient reported. No additional information was provided.

Manufacturer narrative:
The sutures piece was examined visually and it was observed blood residues and tissue on the strand. Also, the suture piece was examined for visual inspection attribute defect under 10x magnification and it was observed marks on the near to the end of the strand and the barbs were missing or damaged along the suture. Also, was noted that the ends of the suture were cut likely by use of a surgical instrument. As the suture is absorbable and due to the condition of the sample returned, the tensile strength test cannot be performed as the process of degradation has begun due to the exposure to the environment. According to the sample condition suggest an importer handling of the sample.